Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the obturator or trocar broke and a small piece of plastic fell into the cavity of patient. The plastic piece was retrieved by using grasper. There was no injury caused to the patient and no medical intervention was required.